Manufacturer narrative:
(B)(4). Date sent: 5/11/2023. D4: batch # 618a60. Investigation summary : the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with a gst60d reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: for the short cut or absent cut, ensure battery pack is fully inserted into the device. An audible click will be heard when the battery pack is fully inserted (the instrument must be used within 12 hours of inserting the battery pack, the battery pack contains a built-in battery drain). Insert the reload by sliding it against the bottom of the cartridge jaw until the cartridge alignment tab stops in the reload alignment slot. Snap the reload securely in place. Remove the staple retaining cap and discard. Close the jaws of the instrument by squeezing the closing trigger until it locks in place. An audible click indicates that the closing trigger and the jaws are locked. When the jaws of the instrument are closed, the red firing trigger lock and firing trigger are exposed. Pull back the red firing-trigger lock to enable the firing trigger to be pulled. Fire the instrument by pulling the firing trigger; the motor will activate audibly. Continue to depress the trigger until the motor stops. To complete the firing sequence, release the firing trigger to activate the motor and automatically return the knife to home position where the motor will stop. In this position, the instrument is locked out until the jaws are opened and re-closed. And for the difficult to close, to open the jaws, squeeze the closing trigger, then simultaneously press the anvil release button on either side of the instrument. While pressure is still on the anvil release button, slowly release the closing trigger. If the jaws do not automatically open after the anvil release button is pressed, first ensure that the knife is in the home position. The position of the knife can be determined by observing the knife blade indicator under the cartridge jaw. If the knife blade indicator is not in the home position or the position of the knife cannot be determined, slide the knife return switch to activate the motor and return the knife to home position. Try opening the jaws again using the anvil release button. If the jaws do not open at this point, then gently pull the closing trigger upward (away from the handle) until both firing and closing triggers return to their original positions. And for the hemostasis controllable and malformed staple, tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. No short cut-absent cut was noted during functional testing. No malformed staples were observed. A manufacturing record evaluation was performed for the finished device batch number 618a60, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 4/20/2023. Batch # unk. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? Ans: no. How much blood was lost (ml)? Ans: surgeon can't recall the info. Did the patient require a transfusion? Ans: no. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) Ans: no. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Ans: colorectal fellow who fired the echelon stapler during the case. A manufacturing record evaluation was performed for the finished device lot/batch number, x94914, and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was using the 60mm echelon+ endoscopic linear stapler (x94914) together with a 60mm echelon gst gold reload (643a24) to staple the rectum during a laparoscopic anterior resection case. The stapler was positioned comfortably within the jaws and closed down. There was some resistance observed for surgeon to close the jaws of the device but there was no bunching of tissue at the crotch of the stapler and the tissue was pre-compressed for 15 seconds. The stapler was fired without pulse firing technique. After the stapler was removed there was some heavy bleeding noted from the stapler line. After some suctioning and irrigating, it was noted that the bleeding was coming from the start of the stapler line. The bleeding was controlled by placing a large hemlock clip over the bleeding and using a diathermy to burn on the stapler line where the bleeding originated. The stapler did not cut through the entire length of the rectum and there was some margin left at the distal end which was not cut by the stapler. A large hemlock clip was used to clip off the remainder of the tissue and a scissors was used to free the rectum. No patient consequences reported. No further information is available.